Event description:
Reporter initially noted system problems and requested service. During service visit customer noted pt injury had occurred. Add'l info received noted facility biomed was not able to duplicate system problems noted. Pt had retinal detachment. Unable to complete procedure, case was aborted. Pt had procedure completed at another facility 48 hours later.